Event description:
The gastroscope wasn't blowing bubbles in the gastric case. This delayed surgery ten minutes or more while trying to get the scope working. Corrective maintenance (by clinical engineering) revealed a plugged air/water outlet. The pt was discharged with no complications. The pt had some mild abnormalities around the surgical site, mild inflammation but no other acute pathology. This was an olympus gastroscope gifxq-140.

Event description:
It was reported post implant a (B)(4) adjustable gastric band a gastric erosion was observed and that band was removed. Additional follow up is being conducted. The patient was discharged with no reported complications.

Manufacturer narrative:
(B)(4). The band/balloon, 33cm of catheter and a piece of catheter with the catheter connection were returned for analysis. The complaint cannot be confirmed. Evaluation of the device cannot confirm events that are physiological in nature. Erosion is a recognized adverse event associated with gastric banding and the swedish adjustable gastric band. A review of the manufacturing records was performed and no discrepancies were recorded during the manufacturing process in relation to the alleged issue.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.